Event description:
It was reported that the patient was implanted with the device after the use by date. No patient injury was reported.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0421511v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot# j0421488v, implanted: (B)(6) 2004, product type lead. (B)(4).